Event description:
It was reported that the .035" back-up meier steerable guide wire appeared to be unraveling when it was removed from the packaging hoop at prep. No unusual force was required in removing the wire from the hoop. A different back-up meier guide wire was used in the procedure without any difficulties. Same case as mfg. Report #6000130-2004-00126, 6000130-2004-00127, 6000130-2004-00128.